Event description:
It was reported that the pump, catheter and mesh pouch were all explanted due to infection. Additional information has been requested; a follow-up report will be sent when it becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Programmer model: 8835, serial# (B)(4); catheter model: 8709sc, serial# (B)(4), implanted: 2012-(B)(6), explanted: 2012-(B)(6). (B)(4).